Event description:
My continuous glucose monitor provided inaccurate data. Had I not verified the number with blood glucose testing and dosed my insulin based on the data provided, it would likely have led to a hypoglycemic episode. FDA safety report ID# (B)(4).